Event description:
It was reported that stent move on balloon occurred. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. A 4.00 x 48mm synergy xd drug-eluting stent (des) was selected for use. However, when the package was opened and removed the device from the hoop, the stent was already accordioned off of the balloon. A new 4.00 x 48mm synergy xd des was then used to complete the procedure. There were no patient complications and the patient fully recovered.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that stent move on balloon occurred. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. A 4.00 x 48mm synergy xd drug-eluting stent (des) was selected for use. However, when the package was opened and removed the device from the hoop, the stent was already accordioned off of the balloon. A new 4.00 x 48mm synergy xd des was then used to complete the procedure. There were no patient complications and the patient fully recovered.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.